Event description:
Follow findings: not a product mfg by inamed corp.

Event description:
Patient was allegedly injected with bovine collagen in a forehead scar just left of midline at the hairline. Within 24 hours the patient had lost vision in the left eye. "Choroidal infarction, likely due to embolization of the posterior cilliary arteries" was the diagnosis by consulting physician.